Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 368 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to try a new reservoir with the current set. The customer was advised to manually push plunger and verify the insulin exit the tubing. The customer stated the insulin exited the tubing. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery with manual prime. The customer was advised that changing the reservoir resolved the issue. The customer was advised to return the reservoir.

Manufacturer narrative:
(B)(4) evaluated one opened/used reservoir. Inspected the reservoir snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.